Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. The pacemaker is retained at the pharmacy.